Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted with the starclose se device via a 6f sheath after a cardiovascular interventional procedure. Reportedly, when splitting the sheath resistance was noted with the thumb advancer and the sheath was not able to split completely. The starclose se clip was not deployed. The safety release mechanism was used and the starclose se device was removed from the patient anatomy without issue. Metal was noted to be protruding from the device (garage leaves) and sheath was torn on the starclose se device. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.